Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced major bleeding after a forceps biopsy of the lesion and subsequently expired. The patient had normal coagulation levels, was not on anticoagulation/antiplatelet therapy, and had not had any hematological events prior to the ion procedure. The physician reported that the patient coded when the ion portion of the procedure was almost completed. Saline washing was used to address the bleeding, and the estimated blood loss was approximately 400ml. The patient was resuscitated 2 minutes later. The endobronchial ultrasound (ebus) portion of the procedure was aborted, and the patient was administered one unit of blood. The patient was kept intubated in the intensive care unit with a plan to extubate the following day. However, within 36-40 hours, the patient began to deteriorate and became hypotensive and was treated with multiple unspecified vasopressors. The physician suspected sepsis, and broad-spectrum antibiotics were started. A culture for streptococcus pneumonia was collected; however, results were not available. The patient was hospitalized for 2 days, then expired with the suspected cause of death being sepsis. The biopsy showed a medium-sized vascular structure near the lesion, and the physician believed they may have been too close to a vessel that they probably would not have been able to avoid contacting. The physician reported that there were no issues with the ion system.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the device history record (DHR) was performed and no related non-conformance's were identified. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion lung biopsy. Biopsies were obtained. The patient subsequently coded then was successfully resuscitated 2 minutes later. The patient was admitted to the ICU. One unit of prbc was transfused. Pod#1 the patient developed hypotension requiring vasopressor support. The patient ultimately died after 2 days. The cause of death was suspected sepsis. There was no malfunction of the ion system, instruments, or accessories. Based on the available data the reported event was procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section a: patient's age is approximated to be in 70s. Exact information unavailable hence field is left blank. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.